Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high" with trace of ketones, however, specific bg value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer's sound volume settings was set to vibrate. Customer updated their settings to address the event.